Event description:
It was reported that there was failed upstream. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
B3: date of event is unknown. One device was received for investigation. The device was visually inspected and functionally tested. The reported problem was not duplicated. Preventative maintenance was performed and replaced the dso seal. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.